Event description:
It was reported that collamend was implanted in 2007. After a week, it split down the middle-sutures and edges were still in place. The bowel herniated through the split and became incarcerated.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.